Manufacturer narrative:
Device not returned, follow up with company rep.

Event description:
It was reported a physician performed a kyphoplasty procedure in a pt. "During the procedure, bone cement reportedly extravasated into the spinal canal". The pt experienced a transient change in oxygen saturation and an elevated heart rate. This resolved and the pt was doing fine. No additional info was reported.